Manufacturer narrative:
Correction to g.3. Aware date of the initial medwatch. Aware date should have been listed as 11-feb-2026.

Event description:
Healthcare professional reported "ruptured" diagnosed via ultrasound. Later healthcare professional reported "capsular contracture, baker grade ii discovered during surgery" and "explant was intact". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "ruptured". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.